Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal vip device was received for product evaluation. Visual inspection revealed that the hemostasis sheath was returned mated with the arteriotomy locator. No other components were returned for evaluation. The returned device was subjected to microscopic analysis and a kink was identified at the blood inlet holes of the sheath and locator assembly. No other visual anomalies were noted with the device. Functional testing was not possible since the carrier tube was not returned for evaluation. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. A kink was noted on the sheath and locator assembly which likely resulted from the resistance experienced during insertion per the allegation. The kink could have likely caused the difficulty of assembling the carrier tube assembly to the hemostasis sheath. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that although resistance was felt when the angio-seal device insertion sheath was inserted into the artery, the insertion sheath was positioned in the artery. Since it was difficult to insert the angio-seal device into the insertion sheath, the angio-seal device was not used. Manual compression was applied to achieve hemostasis. Hemostasis was successfully achieved by manual compression only. There was no health damage to the patient. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. The estimated blood loss was less than 250cc. There were no other devices or equipment used with the reported product.